Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure, during a preclose technique of the left femoral artery before an abdominal aortic aneurysm repair procedure. Reportedly, after the first device was deployed, a hematoma was observed. The second proglide device was continued to be deployed. The hematoma was then evacuated and treated surgically. The physician continued to perform the interventional procedure and used the sutures of the deployed devices to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Patients peripheral vascular disease may have contributed to this event, but cannot be confirmed. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.